Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to omsc for evaluation. Omsc will evaluate the device. After the evaluation is completed, a supplemental report will be submitted.

Event description:
Olympus was informed that the endoscopic image disappeared during laparoscopic total gastrectomy with the subject device. The procedure was completed with the use of another device. There was no patient injury reported.

Manufacturer narrative:
This device referenced in this report has been returned to olympus medical systems corp. For evaluation. The evaluation found that the phenomenon was reproduced. The video connector of the subject device was disassembled and a flood mark was found. The subject device passed the water leakage test. There was no irregularity found at the solder in the video connector. When the electrical wires were bent, the image got disappeared and appeared. The exact cause of the reported event could not be conclusively determined however, disconnection will be a possible cause for the event as the image got disappeared and appeared when the electrical wires were bent. The possible cause of the disconnection will be aged deterioration as three years have elapsed since the user facility purchased the subject device. It will also be a possible cause that the video cable was coiled with a diameter of less than 12 cm.